Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 18136486, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. There was a little spot on the top of patient's skin near the pocket site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.